Manufacturer narrative:
G4: 19oct2020 b4: (B)(6) 2020 h11: b5: correction on the reported issue- it was reported that the touchscreen was not responding and various error codes were generated in the ventilator diagnostic report indicating backup alarm failed, 35 volt failed and auxiliary alarm supply failed. Upon a follow up, the customer reported that a touchscreen calibration was performed and the unit started operating. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28aug2020.

Event description:
The customer reported a ventilator with a 35v failure. There was no patient involvement or harm.

Manufacturer narrative:
G4: 22oct2020, b4: 26oct2020. Information was received that the issue occurred during testing. The customer also reported that the unit had a 'backup battery alarm ' and replaced the battery then charged it overnight. The customer also replaced the power management board to address the reported issues. The unit was tested and return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.